Event description:
The facility's biomed reported pump #1 did not infuse medication as intended. The pump was programmed at an unknown rate to infuse an unknown medication, the pumping led was lit, but the bag was still full when checked some time into the infusion. Despite baxter's attempts to obtain info regarding the medication involved, the pump programming and set-up info, specific pt details, tubing product code and lot # in use, or any add'l incident details, no add'l info was available. Add'l contact info was requested but no add'l contact was identified. The biomed noted an incident report was filed with the safety director at the account on this issue but the biomed noted the safety officer would not release any add'l info to her or to baxter. Per the biomed, the pt was not injured during this incident and they have no record of any pt incident involving the pump since the last baxter service event.